Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: power reset events were observed in the black box to support the power loss complaint. The battery cap did not tighten securely onto the pump and was not able to maintain an electrical connection as the battery cap threads were stripped. A test cap was used during a 24 hour test without any reboots observed. There was no damage to the battery compartment observed. Product analysis was able to duplicate a power loss.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump had been losing power at night and that the threads on the battery cap and battery compartment were completely smooth. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.